Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the reinstalled the software for the navigation system, but the issue was not resolved. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when transferring images from an imaging system, the navigation system exited without prompt from the user. A second image was pushed to the navigation system, and was received without issue. The reported issue occurred during an electrode and probe placement procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.